Event description:
The customer reported approximately fifteen (15) milliliters of clear fluid leaked onto the counter involving the coulter lh 780 hematology analyzer. The customer stated the leak originated from pinch valve tubing vl82 due to a cut in the tubing. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted fluid leaked at pinch valve vl82 (complete blood count (cbc) lyse line). The fse replaced the tubing and resolved the fluid leak issue. The fse completed system startup, latron control, quality control (qc) and reproducibility test; all results were within specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).